Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the hcp performed an incision and drainage procedure on the patient and the rep was notified of an intention to explant the implantable neurostimulator (ins). The rep also reported that they ordered another two tyrx. It was later reported that the ins was explanted on (B)(6) 2017 due to an infection but diagnostics confirmed that it wasn't an infection, but a nonspecific hyper allogeneic response or sensitivity. There were no reports of device issues or allegations and there were no further complications reported or anticipated.